Event description:
It was reported that the patient has recently undergone removal of the tess shoulder implants, with plans to proceed with a revision to a comprehensive reverse shoulder system due to pain. During the removal of the tess glenoid component, significant bone loss was encountered in the glenoid vault. Given the extent of the bone loss was determined that a custom implant would be more appropriate than a conventional augmented baseplate. The patient originally received a stemless tess shoulder implant approximately 15 years ago. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. G2 ¿ foreign ¿ united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.